Event description:
It was reported that there was a crack in the hose of the motor device. During in-house engineering evaluation, it was observed that the device a torn hose at the muffler, leaked oil and had loose components. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had a torn hose at the muffler, leaked oil and had loose components. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the device leaked oil because of the loose components. The components were loose because of loctite deterioration. It was further observed that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate